Event description:
Per the clinic, the patient was treated with antibiotics (specific type, date and duration not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2023, in order to remove the abutment.

Event description:
Per the clinic, the patient experienced an infection at abutment site (date not reported). Additional information has been requested but has not been made available as of the date of this report.